Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm and no motor error alarm noted during test. Motor passed motor test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple errors and no delivery alarms. The customer's blood glucose value was unknown at the time of the incident. The customer reported that the drive support cap appears normal or slightly indented. The customer did not report an motor position encoder alarm. The customer was able to successfully clear the alarm and complete the insulin pump rewind. The insulin pump alarm history contained both an motor position encoder alarm and more than one motor error alarm within a 30 day period. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.